Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The swelling from skin flap revision surgery has reportedly resolved. The recipient still requires the use of a headband due to the skin flap thickness. The recipient will be monitored per center protocol. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing retention issues. Skin flap thinning surgery is scheduled.

Manufacturer narrative:
On (B)(6) 2025 the recipient reportedly underwent skin flap revision surgery. The recipient is healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient continues to struggle with retention issues following skin flap thinning surgery. The recipient wears a headband to help maintain lock and is experiencing reduced battery life due to the issue. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.